Event description:
It was reported that the right ventricular (rv) lead had high thresholds and variable impedance. The rv lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor fractured and had blood/body fluid (not obstructed.) The proximal conductor was distorted and had blood/body fluid (not obstructed.) The outer insulation was breached cut with cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.